Manufacturer narrative:
The plan to check the system is currently under negotiations with the customer.

Event description:
The customer reported that the system's vertical column was moving up and down, then suddenly the fluoro x-ray buzzer began to ring. A reboot of the system corrected the problem.